Manufacturer narrative:
(B) (4). No actual or companion sample was available for evaluation and the lot number is unknown.

Event description:
This is a case, which was reported to baxter (B) (4) on (B) (6) 2010. The reporter states that : during a visit yesterday the baxter sales representatives were advised 'some time ago' (maybe more than a year ago), two patients had experienced a rash after treatment where xenium filters had been used. The rash disappeared when the patients were switched to other filters. This is patient (B) (6). The patient reportedly experienced a cardiac arrest when he returned home after a hemodialysis (hd) treatment on an unknown date. This was an elderly patient with known heart problems. The patient was resuscitated. The patient treatment and outcome is unknown. The hospital discontinued use of the xenium filters during treatment of these patients. The information was given by the physician and a nurse at the hd department. There was no information on which xenium filters had been used nor detailed information on the patients. The occurrence date is unknown. No sample is available. The product code and batch number are unknown.

Manufacturer narrative:
(B)(4).medications include:b-combin (vitamin b), forinsyre 5mg, etalpha 0.5 (vitamin d), vitamin c 75mg.alopurinal 100mg (gout), prednisone 7.5mg, citirizin 10mg (antihistamine), bricanyl inhalatormarevan (warfarin), zelo-zok 50mg, renagel 800mg (control of serum phosphorus levels), andaranesp (darbepoetin alfa).

Event description:
Additional information received from the international complaint owner and provided on the dialyzer worksheet: patient nr was using a xenium 190 dialyzer on (B)(6) 2008 when the patient experienced a rash after hemodialysis (hd) therapy and use of a xenium 190 dialyzer. The patient reportedly completed therapy with the same dialyzer. Heparin was given during therapy, dose unknown. The patient went home from hd treatment. Reportedly the patient experienced a heart attack and a neighbor initiated resuscitation. The patient was transported to the hospital and was hospitalized for 20 days. The interventions provided for this event are unknown. The patient has a history of heart problems and has a pacemaker. During the following weeks under hd treatment the patient had ventricular fibrillation and was shocked. The physician used another filter (dialyzer), but the patient continued to experience arrhythmias and was shocked again. The doctor indicated he is not sure the reaction was related to the filter. The dialyzer was not reused. Reportedly this patient had been switched to hemodialysis on (B)(6) 2008 and was using a xenium dialyzer since (B)(6) 2008.